Event description:
It was reported that device was warm to the touch, it overheated. The event did not occur in a case. There was no patient involvement.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating could not be reproduced. Product passed functional testing per process summary and 6 hour burn-in in enclosed test tower. Unit did not overheat during functional testing on either port. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process.